Event description:
The facility stated that the surgeon attempted to implant a aq2010v 3 piece silicone lens. The lens trailing haptic tore off prior to insertion into the eye. No patient contact or injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-tm and the cartridge model that was a aq cart fp. The facility as unable to provide the injector anc cartridge lot numbers.